Event description:
It was reported when using the bd pyxis¿ medstation¿ es, one patient had two profiles which was causing issues with patientcare. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 21-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient had two profiles, which was causing issues with patient care. A technical support specialist (tss) observed an error on their end while sending the merge message and informed the user. The issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.